Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was found unconscious last week with a blood glucose of 42 mg/dl. The customer was not hospitalized; the paramedics stabilized her blood glucose. The patient also ate jelly beans for treatment. Troubleshooting for the low blood glucose was declined. No products were returned or replaced.